Manufacturer narrative:
It has been confirmed that the complained sample was previously tested on a cobas 8000 e 801 module (serial number unknown). The sample was initially tested at the customer laboratory using the diasorin liaison method on 21-jan-2021. The sample was then sent to a second site, where it was tested on the e 801 analyzer on 22-jan-2021. The sample was sent to a third site for testing on the abbott architect on 02-feb-2021. The reporter noted that the the diasorin ipth-assay could confirm a highly elevated level of pth in this sample also for ipth (1-84). A second sample collected from the patient also had discrepant pth results. It is unknown if any incorrect results were reported outside of the laboratory. This sample was tested using the diasorin liaison pth method at the customer site on 04-feb-2021, resulting in a value of 98.8 ng/l. The sample was stored frozen and then sent to the second site for testing on the e 801 analyzer on 12-feb-2021, resulting in a pth value of 48.6 ng/l. No samples from the patient were available for investigation. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch field b3. Has been updated.

Manufacturer narrative:
This event occurred in (B)(6). UDI # was provided as (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys pth immunoassay on a cobas 6000 e 601 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample resulted with a pth value of 75.4 ng/l (reference range = 15 - 65 ng/l) when tested on the e 601 analyzer. The sample was repeated using the diasorin liaison method, resulting with a value of 167 ng/l (reference range = 14.5 - 87.1 ng/l). The sample was repeated using the abbott architect method, resulting with a value of 147 ng/l (reference range = 9.4 - 64.2 ng/l). The serial number of the e 601 analyzer is (B)(4).